Event description:
The pt was transported from another facility. The iab was inserted into the pt on 8/12/97 at 11:15 am and removed on 8/13/97 at 12:00 pm. The iab kinked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/3/97.) (Pt's current status: discharged - rpt'd 10/3/97).